Event description:
It was reported that after successfully coronary stent deployment, the balloon would not deflate. The physician attempted several techniques to deflate the balloon. The balloon partially deflated and the entire system was removed. Pt status is listed as "okay".